Event description:
A report was received that stated the pt was receiving an infusion via an implantable portal access system. The suspect medical device was utilized as the needle and the cannula of the needle was inserted into the portal of the access system. During removal of the device, the clinician was not able to activate the safety device. As a result the needle was not captured in the safety device and was exposed. No needlestick took place. There was no pt or clinician injury.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.